Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence and because the patient has bladder cancer. A deactivation package was used. No new components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.